Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned for analysis. After physical review of the part, it was observed he locking extension pins were sheared off from the rest of the part. Pins were not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and visual examination of the pictures attached can confirm the complaint. The locking extension sheared off. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b3, d9 corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while broaching the tibia with a metaphragmal sleeve, the locking extensions sheared off and fell into the patient. They were retrieved. Surgical delay of 30 minutes.